Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported plastic piece from tampon was left behind after the removal. She was able to remove all plastic from her vagina. Consumer stated she had seen her gyn and everything is fine.